Event description:
It was reported that (1) pxw35 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the skin stapler was fired. Within minutes the staples opened up which resulted in the surgeon having to suture the wound. The case was completed with suture material and incisions were manually sutured.